Manufacturer narrative:
Ethnicity: information unknown/ not provided. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced halos, blurred vision and light sensitivity after intraocular lens (iol) implantation. Account provided that the lens was replaced with a different model johnson and johnson iol. There was no patient injury reported and no further intervention was required. No other information was provided.